Manufacturer narrative:
Initial reporter: (B)(6). Occupation: medical lead. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the edge of the peel pouch is cut and open to the air on a quantity of eight (8) products. The products were not used. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4). Batch record review lot 8b03279 was manufactured on 02/22/2018 in the bodolay line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 11/05/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187955 sap material ID 1704768 and manufacturing order 1395534. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Conclusion summary of the related event: brief description of issue: this root cause investigation has been generated due to a trend on non-conformances related to sealing failure modes at the bodolay pratt c building 8a, that as per tm-002 ver 13.0 are not acceptable. The bodolay pratt line in convatec haina facility has had 4 non-conformance lots related to sealing. The lots had incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging, with a severity rating of 4 for product lots 0e02593, 0e00555, 0e01787 and 0e03600 were affected by defects in the product sealing. According with the tm-002 (package seal integrity nonconformities) ver 13.0 and dr-sop-0063 (quality inspection plan) ver 20.0, chevron pouch with defective sealing is not acceptable. Based on the investigation¿s findings using the 6 m¿s methodology and through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this was identified as machine. As observed during this investigation the contributor factor to this failure mode were: root cause(s) solution(s): lot 0e02593 (seal width < 3mm): due to worn down on the indexation wheels, the indexation process was not being performed properly which caused the paper to slip through the wheels and reduced the overall tension on the process, that along with the type of dressing (cgf, it doubles the extra thin dressing in size and weight) increased the risk for the dressing sub-assembly to move within the limits of the chevron, affecting the sealing width on its way: preventive maintenance review to establish a frequency of replacement and verification that meets the requirements per product family. Set-up process will be established for the sealing station. Lot 0e00555 (open seal): due to wear down on the cutter blades, the blisters were being opened after the sealing process on the tyvek area. Lot 0e03600 (open seal): it was identified that one of the screws holding the pressure cylinder and the upper sealing plate was not in good condition. Update the weekly plan to include the red rubber verification and cutter blades verification. Set-up process will be established for the sealing station. Lot 0e01787 (channel in the seal): it was identified that the red rubber used on the sealing station was not in proper conditions, the zone 2 red rubber had areas that were not leveled which caused channels in the seal due to an incomplete transference of heat from the upper sealing and the lower sealing. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.